Manufacturer narrative:
As reported, the involved y-knot rc all-suture anchors are not expected for evaluation as they were discarded at the user facility. Without the actual product an evaluation could not be performed and the root cause of the reported postop foreign body reaction was unable to be determined. This device (B)(4) was manufactured on 17-jun-2015 in a lot of (B)(4) units. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. A two-year review of complaint history shows there have been no similar complaints received for this item. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The conmed linvatec y-knot® rc all suture anchor is manufactured from high strength flat braided suture threaded with either two or three #2 (5 metric) hi-fi® suture strands. Y-knot anchors are provided single-use, sterile, and preloaded on disposable drivers. The anchor is composed of hi-fi ultra-high molecular weight polyethylene high strength flat braided suture tape. The suture strands are made from hi-fi non-absorbable braided ultra-high molecular weight polyethylene. The driver shaft/body is stainless steel and the driver handle is composed of polycarbonate. Device discarded at user facility.

Event description:
The surgeon reported that during a rotator cuff repair procedure on (B)(6) 2015, three (3) y-knot rc all-suture anchors were implanted in the patient's shoulder. The procedure was completed successfully with no complications noted. On (B)(6) 2015, the patient presented to the surgeon's office with pain and swelling of the shoulder joint where the three (3) y-knot rc anchors had been implanted. The doctor attempted to drain the joint while the patient was in his office. A white curdled substance was observed in the joint space which the surgeon identified as a foreign body reaction to the anchors. Surgery was performed on (B)(6) 2015 to remove all three (3) of the y-knot rc anchors from the patients shoulder. To date there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.